Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, customer declined to change out the cartridge so troubleshooting could not be completed. Customer's blood glucose ranged in the high 200's mg/dl when the alarms occurred.